Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 400-500 mg/dl. As the customer had changed the cartridge and infusion set prior to calling tandem technical support, troubleshooting for the occlusions was not performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.